Event description:
The following information was reported to gore: on (B)(6), 2024, this patient underwent an endovascular treatment for the abdominal aortic aneurysm using non-gore device. Since the non-gore device migrated distally during the touch up, gore® excluder® aaa endoprosthesis (aortic extender endoprosthesis) was deployed. During deployment, the aortic extender endoprosthesis moved proximally (distance unknown). The left renal artery was completely covered, and the right renal artery was partially covered. Since the patient had the open stent in the thoracic aorta, an attempt was made to restore blood flow to the right renal artery from the femoral artery. When approaching the renal artery, the guide wire could be inserted a little, but it was difficult to advance it deeper. The attempts were repeated multiple times, blood pressure decreased, and aortic dissection was suspected. Two additional stent grafts were deployed directly above the celiac artery and overlapping the open stent. The patient's condition did not change, and the patient subsequently expired (details of timing unknown).

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B2: the date of patient death is unknown. H3: code "other" was selected as the medical devices not available for return. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion of device or native vessel, dissection, death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.